Event description:
A customer contacted beckman coulter inc. (Bci) and reported that shortly after calibration, the unicel dxc 600 pro synchron clinical systems recovery for na drifted 3-4mmol/l. No wrong results have been reported out of the lab, as the issue was detected by anion gaps. The samples were then run on a different instrument, and the anion gaps were in expected ranges. Actual patient values were requested, but never received. As of (B)(6) 2011, the results are no longer available. Patient treatment was affected.

Manufacturer narrative:
The drift in anion gap is caused by changes in na and chloride (cl) values. The customer noted that na and cl drift approximately 3-4mmol/l. Qc prior to the event was within the lab's established ranges. Qc was not run after the event and before recalibration. The customer noted that they had to recalibrate more than once to get qc back into range. A field service engineer (fse) was dispatched: the fse disassembled flow-cell, cleaned buildup in na and calc ports, replaced cl tip, and decontaminated ise system. A clear root cause for this event has not been determined.

Manufacturer narrative:
The drift in anion gap is caused by changes in na and chloride (cl) values. The customer noted that na and cl drift approximately 3-4mmol/l. Qc prior to the event was within the lab's established ranges. Qc was not run after the event and before recalibration. The customer noted that they had to recalibrate more than once to get qc back into range. A field service engineer (fse) was dispatched: the fse disassembled flow-cell, cleaned buildup in na and calc ports, replaced cl tip, and decontaminated ise system. A clear root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that shortly after calibration, the unicel dxc 600 pro synchron clinical systems recovery for na drifted 3-4mmol/l. No wrong results have been reported out of the lab, as the issue was detected by anion gaps. The samples were then run on a different instrument, and the anion gaps were in expected ranges. Actual patient values were requested, but never received. As of (B)(4) 2011, the results are no longer available. Patient treatment was not affected.